Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump had minor scratches on lcd window and cracked case at the reservoir tube window corners.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 122 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.